Event description:
It is reported leak. Description: the first one nfc started to leak while infusion. Was there any patient harm? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: a mz1000 product was not available for investigation the lot number was unavailable. The feedback provided by the customer states that, "nfc started to leak while infusion and in the other case nfc broke down while flushing. In both cases the connector filled with blood and it leaked." Further information from the customer has stated that the nurse noticed that something was wrong when she flushed the nfc. There was no IV or other going on. There was no patient harm. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
Could you please confirm the patient impact? Patient medication was delayed and olso blood was tipping to the patient clothes could you please confirm the date of event for both incident? Insidence happened (B)(6) 2025. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? This happened for a home hospital patient's. And nurse notised that something was wrong when she flushed the nfc. There was no IV or other going on. Was there any patient harm? No.